Event description:
The customer reported to baxter (B)(4) an eva bag that presented a leak. The condition occurred during filling. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
It was reported to baxter (B)(4) a ce infusor lv 5 had a loose fill port cap before use. The pharmacist tried to recap the filling port, but the cap was loose on the fill port. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted if additional information becomes available.